Event description:
It is reported that a customer was hospitalized for a high blood glucose levels. Details of hospitalization were not provided. The customer's blood glucose level was at 225 mg/dl. The customer called in about a broken belt clip and requested a new one to be shipped to them. The customer was sent a new belt clip. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.